Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 12 atmospheres after a duration of 10 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.